Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the backup battery (ebb) was inserted into a new system controller and synchronized. The ebb was shown but the display did not show that charging was in progress, it was blank. It was tried again with the same result. The ebb was inserted in another controller and the controller behaved as expected, showing both the ebb charging and normal information on the heartmate touch. The solution was replacing the controller.